Event description:
A sphincterotomy was being performed with a zimmon sphincterotome. It was noted during the application of electrocautery current that the cutting wire broke and remained in the pt's duodenum. The physician removed the sphincterotome and delicately removed the cutting wire from the duodenum with forceps. The pt rec'd no injury and the procedure continued using another sphincterotome.